Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During the evaluation it was noted that the proximal tube shaft was broken into two pieces. Functional evaluation could not be performed as the instrument was engaged in the end of firing safety interlock and damaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend or break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had an unknown issue, but there was a blood loss of 500cc or more due to the device problem, also there was an hemorrhage. The surgeon changed the device to resolve the issue in order to complete the case.